Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2010; c6tr01 ipg, implanted:( B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture was noted on both bipolar and unipolar settings. The lead was explanted and replaced. No patient complications have been reported as a result of this event.